Event description:
New information received stated that the atrial lead exhibited lead noise and high impedance. On (B)(6) 2020, the lead was explanted and replaced along with the pacemaker. The indication for pacemaker removal was due to elective replacement indication. The patient's condition remained stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08933. It was reported that when the patient presented via remote transmission, multiple episodes of auto mode switches were noted. Intermittent capture anomaly was noted on the atrial lead. Programming changes and lead revision was discussed. The patient was stable.